Event description:
Ligasure blunt tip laparoscopic instrument was clamped on tissue and would not release, causing a minor delay in the case. Another was obtained and used without issue. The covidien ligasure was reprocessed by sterilmed.